Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. Reportedly, a fluoroscopy revealed a kink in the cannula. The physician unsuccessfully attempted to reposition the impella. There was no patient harm reported and the device was removed and replaced with a new impella cp.

Manufacturer narrative:
A.5 is unknown. The investigation into the product damage issue has been completed. The impella pump was returned for investigation. The field log was reviewed and low pump flows throughout the case were confirmed. Visual inspection of the returned pump confirmed a cannula kink near the motor housing. Although the root cause of the low pump flow was determined to be the observed cannula kink, a specific cause for the observed cannula kink could not be determined. This report is being filed as part of a retrospective review of historical records.